Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s reported image issue could not be reproduced or confirmed. Service found the screen coating was peeling, and the screen frame was cracked. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device before an unspecified procedure, the monitor would black out occasionally. The procedure was completed using the same device, with no delay to the procedure. There was no patient or user injury reported due to the event.